Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a decrease in r wave amplitude, coupled with an increase in pacing thresholds. A lead dislodgement is suspected, but has not been confirmed. The physician elected to surgically cap and abandon the lead, and implanted a new defibrillation lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.